Manufacturer narrative:
The incident information was reviewed; however, the product was not returned to abbott vascular for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents and/or complaints reported from this lot. Factors that may contribute to polymer coating peeling during the procedure may include, but not limited to, mishandling of the device during manufacturing, preparation, device interactions or patient anatomical conditions. The investigation was unable to determine a conclusive cause for the reported peeling. In this case, it is possible that the guide wire was inserted and advanced through the needle used at an angle causing the guide wire to polymer to scrape off or peel; however, this could not be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a lesion in the peroneal artery with moderate calcification. A non-abbott bevel tip needle was advanced into the patient. Then a 014 ht command guide wire (gw) was inserting onto the needle, when the coating was observed to be peeling off the gw tip outside the patient's anatomy. Therefore the gw was removed from needle, and the procedure continued with an unspecified guidewire. However several other unspecified guide wires were unable to achieve arterial access and the procedure was aborted. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.